Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had a coughing fit and the impella position migrated into the aorta, the physician was unable to remove the 14fr. Introducer due to the high stick angle. It was noted that the patient's obesity caused the high stick angle. The physician decided to leave the introducer in the patient during transport. The sheath was secured using a purse string suture, slack was removed from the catheter, the anticontamination sleeve was applied and the touhy locked. An echocardiogram verified that the devices position was correct. The patient was sent back to the catheterization lab for left circumflex artery occlusion (lcx) surgery and impella removal. The physician was able to remove the impella device including the 14fr introducer.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.